Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: contamination was found on the button contacts. The battery compartment was cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts and the battery compartment was cracked. This report is made based on results of investigation completed on 11/19/2015.